Event description:
Patient said the meter was prompting "insert strip" and they couldn't test their blood. Patient passed out and their friend took the patient to the hospital. Their blood glucose was 14, they brought the patient's sugar back up and sent them home. Unit of meters measurement is unknown. Patient didn't have any change in medication. The meter was not replaced because as soon as it was cleaned properly it worked. Meter is working properly but patient said it caused them harm. No further information has been reported.